Event description:
It was reported that the insulin pump had a black display and the customer changed the battery several times. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen full black display. Problem isolated with the interface board. Unable to confirm blank display. The device had scratched screen and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.